Event description:
Pump will not alarm when there is air in tubing. Air in tubing reaching angiocath without warning nurse "air in line". Dates of use: 2009. Diagnosis or reason for use: IV fluid administration.